Event description:
It was reported that the drive shaft and fan were damaged on the device. It is unknown if there was any patient involvement. Additional information has been requested. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling - not labeled conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
The damage to the device was discovered by the or coordinator who was doing a routine check of all equipment in the or it was not during a procedure and no procedure was scheduled so there was no patient involved. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The flex coupler and fan assembly were both damaged. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.